Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self-expanding stent system (sess) found blood in the inner sheath and on the outer sheath and handle, consistent with handling and being advanced into the anatomy. There was no saline visible. Failure to deploy can be a result of, but not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, the failure to deploy appears to be the result of a torn outer member. The retractable sheath was torn 9mm distal to the end of the sheath for a length of 10 cm. The material at the tear was stretched and jagged, suggesting material overload (stress/fatigue). The I beam was completely exposed and intact. In this case, it is possible that the distal outer sheath was retracted against resistance such that as further force was applied to the thumbwheel, the outer member tore, which is consistent with the failure to deploy after the thumbwheel was fully rotated. Although a cause for the resistance leading up to the outer member separation could not be determined, there is no indication to suggest a product quality deficiency. Additionally, there was a kink in the inner sheath at the distal edge of the proximal marker band. This kink may be the result of handling or anatomical conditions during use. The handle was in an unlocked position when returned. The thumbwheel was turned and the wheel just spun no sound. The stent implant was intact and not deployed. The tip was intact. There was no other damage noted to the sess. The handle was opened to reveal that the rack was in the proximal end of the handle, consistent with rotating the thumbwheel with the torn distal sheath. There were no abnormalities noted to the components in the handle. Reportedly, the absolute pro sess as used in the superficial femoral artery (sfa). It should be noted that the absolute pros instructions for use (IFU) states, the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. The absolute pro is not indicated for use in the sfa. In this case, it is unknown if the off label use of the device contributed to the reported failure to deploy and shaft damage. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the deployment difficulties and subsequent shaft damage could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with moderate calcification. The absolute pro was advanced and placed at the target lesion; however, after unlocking the device, the wheel was spinning, but no clicking was heard, and the stent would not deploy. The device was removed without issue and two additional absolute pro stents were used to complete the procedure. There were no adverse patient effects reported. No additional information was provided. Returned device analysis revealed that the distal sheath was separated, exposing the I beam.